Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the error was displayed due to a failure of lamp b. Therefore, the use of the device was not possible. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device

Event description:
The customer reported to olympus, the video system center lamp does not light with a lamp error a-b. The issue was found during preparation for a diagnostic hysteroscopy. The procedure was cancelled. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.